Event description:
It was reported that the bd safetyglide¿ needle was clogged. The following information was provided by the initial reporter: the needles are somehow blocked because they cannot push the plunger to move medicine through the needle.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: five safetyglide needles (p/n 305916) in blister packs from batch number 1340735 were received. The samples were visually evaluated and it was determined that four of the needles were visibly clogged. The condition observed at the packaging site was non-conforming per product specification. The samples were sent to the needle manufacturing site for further evaluation and investigation. At the needle manufacturing site, four samples were received. A visual inspection was performed and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. The solution was expelled with normal flow. A device history record review was completed for provided lot number 1340735. The review revealed there was documentation for this type of defect during the production run of needle supplier lot number 1214992 which is one of the lot used in the manufacturing of the final lot 1340735 had clogged needles issue due to silicone. It could be possible these samples are escapes from the incident that occurred while producing batch 1214992. The process to isolate affected product was reviewed, as well as the process of variations that could induce the needle clogged / blocked symptom. The processes were adjusted to prevent variations that could result in this defect. Based on the device history record review the symptom reported by the customer is confirmed.

Event description:
It was reported that the bd safetyglide¿ needle was clogged. The following information was provided by the initial reporter: the needles are somehow blocked because they cannot push the plunger to move medicine through the needle.